Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for hematoma. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 08april2021: the angio-seal was used to obtain hemostatsis and was unsuccessful. They then tried a perclose proglide and this also was unsuccessful because of the anatomy and significant difficulty passing the device. Perclose was removed and again tried with another angio-seal, which despite being deployed it would not obtain hemostasis. Therefore, they removed this device and applied direct pressure and a fem-stop. There was a significant amount of hematoma initially. Hemostasis was obtained with good distal pulses. Procedures performed was a left heart catheterization with coronary angiography and stenting of lad. Procedure was performed through a 6fr cordis sheath. Access was obtained using a sonosite with a micro puncture sheath. There were no complaints passing catheters, wires, sheaths. A pre-deployment angiogram was performed. As detailed above there was no complaint passing the angio-seal, but there was difficulty described with the perclose. Other than the hematoma, there was no observed tissue damage. Estimated blood loss was less than 250cc's. The patient was stable throughout.

Manufacturer narrative:
Expiration date: unknown due to unknown product code and lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacturer date: unknown due to unknown product code and lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that an angio-seal was attempted and was unsuccessful. A proglide device was used and the plunger would not fully engage and became jammed in the device. The plunger could not be disengaged from the device. The device was carefully removed from the patient anatomy with the footplate in the open position however tissue damage occurred. A deep angle access was used, and an angi-seal was placed however bleeding continued. A femostop was used to stop the bleeding and achieved hemostasis. The patient returned two days post procedure to another hospital with a clot at the access site which was addressed with vascular surgery.